Event description:
The lead was implanted on (B)(6) 2011 and explanted on (B)(6) 2013 due to infection. The procedure took place at (B)(6) center. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).